Event description:
The customer reported that the instrument stuck to tissue after the first activation. Some tissue damage occurred when removing the instrument from tissue. A second device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.